Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a high blood glucose. The customer¿s blood glucose level was 30 mmol/l at the time of the incident. Customer stated that he had to go to the ER but did not get treatment due to high blood glucose. Customer treated with insulin pump and manual injection. Customer declined high blood glucose troubleshooting. Customer reported to have received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.